Event description:
It was reported to philips that the customer was unable to perform x-rays due to an image disk problem. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information gathered, it was found that the system was in clinical use for a planned/non-emergency treatment. The procedure was completed using another system. A philips remote service engineer (rse) inspected the system remotely, identified disk problem via the review of the log files. A philips field service engineer (fse) examined the system on-site and confirmed the reported problem. During troubleshooting, the fse removed the imaging hard disk drive (hdd) to check for failure. It was identified that the connector of hdd 1 was not inserted correctly. The fse re-seated the connector and performed functional tests. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.